Manufacturer narrative:
The field service engineer (fse) performed instrument checks and reviewed qc data. The system was operating correctly. The customer believes the sample probe hit a clot, causing the discrepant results. The event was consistent with a preanalytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided.

Event description:
The initial reporter questioned the results of multiple tests on a cobas pro ise analytical unit. A discrepant high result was provided for 1 patient sample tested for potassium electrode (k). The initial result was 6.5 mmol/l. The repeat result was 5.0 mmol/l.